Manufacturer narrative:
(B)(4). Vyaire fsr went onsite and evaluated the ventilator, the o2 cell was replaced and the issue was corrected. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that their avea ventilator is down with low o2 alarm. At this time, patient involvement is unknown.